Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, aneurysm rupture, reoperation and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient came in for emergent procedure in zone 9 infrarenal to treat a ruptured aneurysm utilizing a gore® excluder® aaa endoprosthesis (rlt351414). Reportedly, there was an existing gore® excluder® aaa endoprosthesis (rlt311413) that had a type 1a endoleak associated with a ruptured aneurysm. Patient was coding during the ambulance travel and chest compressions were being done until the patient was in the operating room (or). The field sales associate was not present in the operating room until later and arrived by the time physician was deploying the new excluder graft by upsizing to rlt351414 and there were no fluro images saved at the time. The physician was trying to cannulate the gate at which point the patient coded again and died due to the ruptured aneurysm. Aneurysm growth and size were unknown as prior scans were not available due to patient being lost to surveillance since patient follow ups were missed multiple times.